Event description:
Boston scientific received information that this competitor lead and associated pacemaker exhibited lead safety switched (lss) due to high out of range pacing impedance measurement of greater than 2000 ohms. Atrial lead was normally at 600 ohms. Isometrics was performed on bipolar and unipolar and noted noise on unipolar. Furthermore, there were stored atrial tachy responses (atrs) in the logbook showing noise on atrial lead that happened after the lss goes unipolar. Since the noise can be recreated, they suspected that it was due to unipolar sensing of muscle noise. Additional information was received from the field representative that the cause of observation was due to lead noise or possible fracture which was confirmed by recreation of noise by pocket manipulation. Further troubleshooting in bipolar was done. Boston scientific technical services (ts) discussed potential intermittent marginal connection, suspected possible spring contact. Medical personnel decided to go back to bipolar and turn lss on again and to continue to monitor. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.